Event description:
The manufacturer received information alleging a patient using a ventilator was taken to the hospital. There was no permanent harm or injury. The ventilator was returned to manufacturer for evaluation. The ventilator passed all testing during the evaluation and was found to operate and alarm as designed. The ventilator's downloaded event logs were reviewed by the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The review of the event logs indicate a low minute ventilation alarm began sounding at 20:04:49 local time on (B)(6) 2018. This alarm had a duration of 895 seconds (approximately 15 minutes). A patient circuit disconnect alarm was also logged at this time. The alarm was acknowledged as evidenced by an alarm silence/reset keypress at 20:12:59 local time. The ventilator was then manually powered off at 20:19:44 local time. The device was powered on at 23:53:49 local time. At 23:54:56 local time, a low minute ventilation alarm with a duration of 144 seconds (approximately 2.4 minutes) began sounding. A patient circuit disconnect alarm was also logged at this time. Beginning at 23:55:46 local time several low peak inspiratory pressure and low circuit leak alarms were logged. These alarms were not acknowledged until 00:04:18 local time on (B)(6) 2018 as evidenced by an alarm silence/reset keypress. Various alarms, which were acknowledged, continued to sound until the device was manually powered off at 00:11:22 local time. The ventilator was not powered on again until (B)(6) 2018. The manufacturer concludes the ventilator operated and alarmed as designed and did not cause or contribute to the reported event. The event appears to have been caused by a patient circuit disconnect condition.